Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to an unknown infection. The patient had symptoms of fever. The medication used within the system was gablofen. The patient was noted to be alive and without injury.

Event description:
It was later reported that the infection started 6 weeks post pump implant. The infection was over the pump location. The patient required a wound vacuum for 6 weeks after explant, due to the open wound. The device system was used to deliver clonidine and baclofen.